Event description:
Fall from speciality bed. An alert and oriented patient was placed on a kinaire bed for pressure ulcer prevention. The patient stated he was repositioning himself closer to the edge of the bed mattress when the lower half of the patient's body began to slide off the bed. The patient stated that he was unable to stop himself from sliding off the bed and on to the floor. The patient indicated that the sheets were sliding with him and contributed to the resulting fall. The patient was not injuried and was returned to bed. Two siderails were up prior to the fall and after the fall, three siderails were used. A chux was placed between the sheet and the bed mattress to create a non-skid surface. The patient was advised/reminded to call for assistance when turning in the bed. Nursing staff indicate the slippery surface of the kinaire and no bed alarm is a continual safety issue.